Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. The patient connected and started therapy with air in the patient line. The labeling review found the patient at home guide to be adequate for this use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's technical service center regarding potential air infused on the homechoice (hc) unit during a previous therapy. The hp stated that he connected to the patient line with air in the line. The hp further stated once connected, he started therapy and felt as though air was filling into his peritoneum. The technical service representative (tsr) explained proper set up and prime procedures to hp. The tsr further advised the hp to notify the nurse. There was no patient injury or medical intervention reported.